Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a "damaged battery". This condition has the potential to cause an interruption of delivery. This condition occured on the "5th floor"during power up. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness. Additional information: the device has been previously sent into service for the reported condition of "battery damage" or other battery issues. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.